Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered itself off. No further details about the event were provided. The customer was unsure of the exact date and the customer did not report if it occurred during patient use. Physio-control has contacted the customer in order to obtain additional information; however, no response has been received.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to confirm the reported issue through the device's electronic records due to a lapse in time from the date of event; however, through the course of investigation for a second event (documented on medwatch report # 0003015876-2018-01187) it was verified that the device had powered itself off multiple times. Physio replaced the device¿s power pcb assembly and battery wire harness assembly to resolve the reported issue and completed other unrelated repairs. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue was determined to be due to excessive wear on pcb-mounted jack connector, designator j11, of the power pcb assembly as well as cable-mounted plug connector, designator p11, on the battery wire harness assembly (which plugs directly into pcb-mounted jack connector designator j11). The excessive wear can cause increased resistance of the connector contacts which may result in an excessive voltage drop at the contacts when certain device functions which utilize high current (such as printing a code-summary¿ report or charging the defibrillator) are activated. The excessive voltage drop at the contacts can trigger the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shutdown or power cycle.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered itself off. No further details about the event were provided. The customer was unsure of the exact date and the customer did not report if it occurred during patient use. Physio-control has contacted the customer in order to obtain additional information; however, no response has been received.